Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post-implant check, there was a sudden rise in threshold and impedance. Pericardial effusion was observed via CT scan. The patient experienced low blood pressure and sweating. The right ventricular (rv) lead was explanted. Post-explant procedure the patient passed away. There was no allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was myocardial infarction and ventricular tachycardia (vt) storm.